Event description:
Customer reported she think the insulin pump was not working correctly. She stated that every time she delivers a bolus she doesn't think insulin is being administered. Customer stated she has been experiencing high blood glucose for three weeks. Customer stated her doctor wanted the device to be replaced. No troubleshooting was performed. No further information reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.